Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results with low anion gaps on their au680clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer stated they had issues with ise patient results where the anion gaps are critically low running at 4-6 and when repeated on another instrument are 10-12.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).